Manufacturer narrative:
The t:slim x2 user guide states: avoid submersing your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress. If there are signs of fluid entry, discontinue use of the pump and contact tandem diabetes care customer technical support the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to water. Customer's blood glucose level was in the 260 mg/dl range. Reportedly, the customer had manual injections as alternate insulin therapy.